Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a thin flap in a patients right eye and that the inferior portion of the flap tore. The flap was replaced after successful treatment and a bandage contact lens was placed on the eye. The surgeon noted that laser was recalibrated and the cone lot was not used on further patients. The patient was seen one day post-op and was reported as doing well but will continued to be monitored. There are two related reports for this event. This report addresses patient #1 and another manufacturer report will be filed for patient #2.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Review of the logfiles for the day of treatment showed no abnormalities that could have contributed to this event. No abnormalities or deviations can be identified by the logfile review. The review of the treatment report depicts access accumulation of photo-disruption byproducts, also known as obl. This accumulation of the gas can expand the cornea and cause thinner flap as projected. Suction on the conjunctiva could be an additional contribution factor for thinner flaps. An indicator for settlement of the ring on the conjunctiva is the relatively clear visibility of the limbs at the 6 o¿clock while the area from 8 o¿clock till 2 clock is not visible. This suggests a tilted applanation. The route cause for the thinner flap creation is most likely handling. No technical root cause was identified as the product was found to be within specifications. The possible root cause is most likely user handling in this case. The manufacturer internal reference number is: (B)(4).